Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient had been going to the bathroom all day and can't stop. Caller said patient asked them to help increase stim but when they did they saw a picture of a doctor and por. The patient was redirected to their healthcare provider to further address the issue.